Manufacturer narrative:
H6: investigation summary the DHR of discardit 5ml 23g material no. 300852 with batch no. 2363355 was checked and there was no quality notification found on this lot no. 2363355 from its production date to till end of dispatch. The photo was received for evaluation. A quality engineer was able to review the photo of a discardit ii 5ml with 23x1 from lot #2363355 regarding item #300852 with the reported issue of leakage past stopper. The investigation and simulation were carried out on retention samples where the investigating team has use one sample for leakage and no leakage was observed in the sample. The exact root cause can only be determined if we receive the original sample.

Event description:
It was reported that 3 of the bd discardit¿ ii - 2-piece syringe experienced leakage. The following information was provided by the initial reporter: discardit syringe 5ml tip fitment is not tight when inserted into bd spinal needle which resulted in backflow of the drug causing leakage.

Event description:
It was reported that 3 of the bd discardit¿ ii - 2-piece syringe experienced leakage. The following information was provided by the initial reporter: discardit syringe 5ml tip fitment is not tight when inserted into bd spinal needle which resulted in backflow of the drug causing leakage.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.